Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b6, b7, d1, d3, d4 (catalog no, lot no), d.6b (date of explant), g1, g3,g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2004- patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix kugel mesh.per op notes, ¿the hernia sac was identified in the supraumbilical region and was dissected. A composix kugel mesh was placed into the defect and was sutured to the abdominal wall¿. (B)(6) 2009- patient was diagnosed with recurrent ventral hernia, thereby underwent open repair with partial explant of composix kugel mesh, implant of an unknown mesh. Per op notes, ¿the previous scar was excised. The hernia defect was identified in the lower third of the incision, which was dissected. The upper part of the composix kugel mesh had lot of adhesions to the liver. The adhesions were lysed. An unknown mesh was placed in peritoneal cavity and was sutured¿. (B)(6) 2018- patient was diagnosed with recurrent ventral hernia requiring placement of new mesh, lysis of adhesions and excision of infected mesh. (B)(6) 2018- patient had abdominal wall hematoma incision and drainage. (B)(6) 2018- patient had hematoma incision and drainage.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."